Manufacturer narrative:
Following other devices listed in this report: cat. No.: 186004-04, fem stem-hi offset nk-size 4 implant, lot code: 100149-01. Cat. No.: 186636-00, fem head-ceramic 36mm sm-restoris, lot code: 004441-01. Cat. No.: 186136-54, ace linr-e-poly neut-36/54 implant, lot code: 190959-01. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Dr. (B)(6) at (B)(6) hospital revised a mako tha patient original dos of (B)(6) 2015 to another primary hip using a revision cup. All implants came out. Surgeon said cause was due to pain, possibly impingement. Surgeon stated the patient was doing great the first few weeks post-op and then took a fall and that is when the pain started.

Manufacturer narrative:
An event regarding loosening involving an mako shell was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. But states: that the "x- rays confirm cup loosening." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. But states: that the "x- rays confirm cup loosening." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Dr. (B)(6) at (B)(6) hospital revised a mako tha patient original dos of (B)(6) 2015 to another primary hip using a revision cup. All implants came out. Surgeon said cause was due to pain, possibly impingement. Surgeon stated the patient was doing great the first few weeks post-op and then took a fall and that is when the pain started.